Event description:
It was reported that the patient implanted with this right ventricular (rv) lead presented for a routine follow up about five months post-implant. Upon interrogation, the pacing threshed measurements were higher than expected, at over 5v. Under fluoroscopy, the helix on the lead was observed to be retracted. An intervention was performed and it was attempted to reposition the lead and re-extend the helix. However, the helix was not able to be extended again and after several attempts, the lead was explanted and replaced with a non-boston scientific product. No additional adverse patient effects were reported. The explanted lead was expected to be returned for analysis but has not been received.

Manufacturer narrative:
This report will be updated when additional information is received. This report is being submitted to update the evaluation conclusion code.

Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead presented for a routine follow up about five months post-implant. Upon interrogation, the pacing threshed measurements were higher than expected, at over 5v. Under fluoroscopy, the helix on the lead was observed to be retracted. An intervention was performed and it was attempted to reposition the lead and re-extend the helix. However, the helix was not able to be extended again and after several attempts, the lead was explanted and replaced with a non-boston scientific product. No additional adverse patient effects were reported. The explanted lead was expected to be returned for analysis.

Manufacturer narrative:
This report will be updated when additional information is received. This report is being submitted to update the evaluation conclusion code. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead presented for a routine follow up about five months post-implant. Upon interrogation, the pacing threshed measurements were higher than expected, at over 5v. Under fluoroscopy, the helix on the lead was observed to be retracted. An intervention was performed and it was attempted to reposition the lead and re-extend the helix. However, the helix was not able to be extended again and after several attempts, the lead was explanted and replaced with a non-boston scientific product. No additional adverse patient effects were reported. The lead was expected for return but has not been received. Attempts to obtain further information regarding the product location were unsuccessful. If this device is returned, analysis will be performed and this report will be updated. The local sales representative provided the serial number for the affected lead.

Manufacturer narrative:
This report will be updated when additional information is received. This report is being submitted to update the evaluation conclusion code. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned with the helix mechanism in an extended position. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection found dried blood around the helix and the helix was stretched. The lead body was twisted at about 240 mm from the terminal pin. Setscrew marks were observed in the correct location on the terminal pin, indicating the lead was fully inserted into the device header. A stylet was inserted into the lead lumen without resistance, confirming no blockages within the lead. The helix mechanism was not functional during testing, due to the deformed helix. Laboratory testing was unable to reproduce the reported clinical observations. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the observations of helix self-retraction or high pacing threshold measurements.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead presented for a routine follow up about five months post-implant. Upon interrogation, the pacing threshed measurements were higher than expected, at over 5v. Under fluoroscopy, the helix on the lead was observed to be retracted. An intervention was performed and it was attempted to reposition the lead and re-extend the helix. However, the helix was not able to be extended again and after several attempts, the lead was explanted and replaced with a non-boston scientific product. No additional adverse patient effects were reported. The lead was expected for return but has not been received. Attempts to obtain further information regarding the product location were unsuccessful. If this device is returned, analysis will be performed and this report will be updated. The lead was subsequently returned and analysis was completed.